Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Patient involved. Low battery warning during sca event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on 10th june 2015. The returned adult pad-paks were from lot number j0158 with an expiry date of 2021-08-01. The lot manufacturing records for this batch of pad-paks were reviewed and all tests and inspections had been successfully completed before dispatch. On receipt of the returned device, pad-paks and pedi-pak, a visual check was carried out. The actual sam 350p device was in good condition with no obvious damage, but one of the returned pad-paks was significantly damaged. This can be seen in the photographs attached to this document (see appendix a.). There was significant damage to the plastic casing of the pad-pak and when the product was opened for investigation a similar level of damage was evident on the actual battery cells inside. On receipt, the history and memory logs of the device were downloaded. The download showed that a pad-pak was first inserted into the device on (B)(6) 2015 and the device then successfully performed all weekly auto self-tests up to and including (B)(6) 2017. This device is included in a clinical study currently being carried out by fort worth fire department on behalf of heartsine technologies. The download showed that the device has been used during a sca (sudden cardiac arrest) event on (B)(6) 2017 when a 150j shock was successfully delivered. After this event, another pad-pak was inserted into the device. On (B)(6) 2017, the device carried out its usual weekly self-test. This test was carried out just after midnight gmt. This time would equate to a local time of 7.00pm on (B)(6) because of the time difference between belfast and texas, USA. The device failed this weekly auto self-test due to a low battery. The user of the device would have been alerted to this self-test fail by the device issuing a "warning low battery, device service required" prompt, the red led being illuminated and the device emitting an audible "beep". Despite the failure of the device during this self-test, the user attempted to use the device in a sca event at approximately 9.30pm later that day ((B)(6) 2017). When the device was switched on for the sca event, a self-test was carried out which the device correctly failed and the user was again warned of the failure as described above. The user attempted to switch the device on again with the same result. The user then removed the pad-pak and inserted a pediatric-pak. The device passed two self-tests before the electrodes were attached to the patient. After this, the device performed as expected and a 50j shock was delivered to the patient. For investigation purposes, the returned pad-pak which was damaged, was inserted into the device. The insertion was hampered by the physical damage which the pad-pak had suffered. The device failed the resulting self-test, issued a "warning low battery, device service required" prompt and shut down with the red led flashing and an audible "beep" being emitted. The pad-pak was tested and voltage readings recorded indicated that the pad-pak was significantly depleted. The pad-pak was opened and this revealed significant damage to two of the six cells in the battery pack. One of the cells was so badly damaged that it had no output at all. The damage to the cells was the root cause of the device failing the self-test and failing to power on. The other returned pad-pak and pedi-pak were inserted in turn into the device and the device performed to specification with no warnings issued and the green led flashing normally. The returned sam 350p device was extensively tested and no fault was found. The device performed as expected throughout the further testing. Visual inspection of one of the returned pad-paks showed signs of warping of the plastic. The guide rail and rear of the pad-pak were misshaped and some fractures were apparent in the casing. When opened, the battery cells inside the damaged pad-pak were also severely damaged. The damage to the batteries within the pad-pak resulted in the failed self-tests and low battery warnings. The history log for the device clearly shows that the device had failed a self-test, more than 2 hours before the reported sca event on (B)(6). The user should have been alerted to this self-test fail by the flashing red led. However, it would appear that the user either ignored the flashing red led or did not notice it. The failure of the device to operate as intended during the sca event was caused by the significant damage to the pad-pak and the battery cells inside.